Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the service department of olympus europe se & co. Kg (oekg) and the former similar case, omsc surmised there was the possibility this phenomenon was attributed to the following causes, it could not be specified the cause though; - a clip was accidentally suctioned during procedure and stuck in the instrumental channel of the subject device. - since the clip was suctioned with the jaw opened, the clip was stuck in the instrumental channel including instrument channel port unit of the subject device and couldn¿t be discharged by brushing. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to the service department of olympus (B)(4) for evaluation. The service department of (B)(4) checked the instrumental and suction channels of the subject device but it was not found anything such as the user reported, even the inside the channel of the subject device was checked with using the thinnest industrial videoscope. No damage and blockages could be found with the channels and no clips were present. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corporation (omsc) was informed from the user that it was found the clip in the suction channel of the subject device which had been reprocessed at the preparation for use. The user also reported the circumstance as follows; (B)(6) 2021: the subject device was used in the unspecified procedure and left overnight. (B)(6) 2021: the subject device was reprocessed at the morning, and the hemostasis clip (nova clip) came out from the subject device during the manual cleaning. Moreover, the subject device was used for 1 or possibly 2 patients. After that, another clip came out from the subject device. But no clips were used during the procedures on (B)(6) 2021 in the endoscopy. There was no report of patient injury associated with this event.